Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists hypertension as a potential adverse event that may be associated with the use of heartmate 3 lvas. This section also provides an explanation of all pump parameters, including flow and explains that pump flow is a calculated value that is estimated based on pump power. Section 2 ¿system operations¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 lvas for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion battery pack) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 4, ¿system monitor,¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will occur when the estimated pump flow is less than 2.5 lpm (liters per minute). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 6, ¿patient care and management,¿ states that ¿post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate.¿ the heartmate 3 lvas patient handbook is also currently available. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 5, alarms and troubleshooting,¿ provides information regarding system controller alarms and the proper actions associated with them. This document instructs the user that in the event of a low flow hazard alarm, they should call their hospital contact immediately for diagnosis and instructions. It was reported that there was initial concern for thrombus; however, this possibility was ruled out per additional information communicated by the account. The hm3 lvas IFU lists device thrombus as an adverse event that may be associated with the use of the heartmate 3 lvas. Review of the submitted log files confirmed the report of full battery depletion and subsequent pump stop. Additionally, the report of low flow alarms was confirmed. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, the account later communicated that they were attributed to hypertension. A direct correlation between this event and the device could not be conclusively established. The submitted log files confirmed events which suggest that a total loss of power occurred which would result in a pump stop on (B)(6) 2021. In addition, low flow alarms were captured. Of note, elevated pi values were captured during the low flow events. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous pump off event was reported under 2916596-2021-03408. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were sent for review as the patient's ventricular assist device (vad) was off on (B)(6) 2021 for an unknown amount of hours or possibly days. This was caused by the patient not replacing the batteries when their power was low. Review of the patient's log files showed multiple clock invalid alarms. A loss of all power event occurred after the time stamp of (B)(6) 2021 at 7:11 am. After an unknown amount of time the system power was back on. It was unable to be determined how long the patient was off of support for, and the patient was unable to provide further information about the length of the time that the vad was off. The patient had previously been instructed to not allow the batteries to run until depletion, however was non-compliant. The patient experienced a similar event on (B)(6) 2021, also causing the controller clock to reset. The patient seemed to be stable during their clinic visit. The site reported that the vad equipment looked normal. On (B)(6) 2021 the patient was seen in the clinic again for low flow alarms. Review of the log files showed low flows and pi events all throughout the log. The site reported that they wanted to make sure the low flow alarms were not a result of the vad clotting off following due to the vad being off in the previous days. Clotting was able to be ruled out, and the patient was found to have hypertension. This was treated with med-titration. An echocardiogram was performed which revealed the patient was volume overloaded. The patient remained stable and was then discharged and instructed to continue guideline directed medical therapy.